Manufacturer narrative:
A review of the site's system logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: an error indicating a surgeon's hand may not have been touching the left master tool manipulator (mtm) while in following mode on surgeon side console (ssc) #2.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the customer reported issue. The fse replaced an ethernet cable pass through and cleared lint and debris from around the surgeon side console (ssc) head sensors. The fse test ran the system and found no trouble. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the universal surgical manipulator (usm) #4 allegedly drifted after the surgeon removed his head from the surgeon side console (ssc). A cadiere forceps instrument was engaged on usm #4 at the time of the event. The surgeon claimed that he removed his head from the ssc and then removed his hands from the master tool manipulators (mtm). According to the initial reporter, the mtm drifted unexpectedly, causing usm #4 with the cadiere forceps instrument installed to injure the liver. A minor break to the parenchyma of the liver occurred; however, the injury became hemostatic immediately. It is unclear if any medical intervention was rendered due to the complication. The procedure completed robotically with no further complications. The patient is recovering well.